Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. It was observed that the air pressure and oxygen were above limit of tolerance. The gas delivery system (gds) was replaced to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during service, the flow accuracy test failed. No patient or user harm was reported.